Event description:
Additional information received indicates that the device was successfully reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, intermittent loss of capture was observed on the left ventricular (lv) lead. Technical support was contacted and recommended reprogramming to resolve the event. Device reprogramming is anticipated to address the loss of capture. The patient was stable and will continue be monitored.